Event description:
The patient was having a laparoscopic cholecystectomy performed. During the procedure, the doctor was using the ethicon ligamax 5 endoscopic multiple clip applier, reference #el5ml, lot # e4mk49. The first 2 clips used from the clip applier worked without any problem, but when the 3rd clip was fired, the device locked up and would not release the clip. The ethicon rep was present at that time to help work through the problem. A 2nd ligamax clip applier was opened and used to complete the case. There was no apparent patient injury at the time of the surgery. Manufacturer contacted. I have not heard from them yet.